Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the superior vena cava (svc) coil. The lead was found to have noise on the svc coil electrocardiogram during range of motion check. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.